Event description:
The nurse unit manager believes that the drain had been accidentally cut by the nurse who was trying to remove it.

Event description:
International affiliate reports the drain broke while bing removed less than 24hrs after implantation. Patient required removal of remaining drain component.